Event description:
An optometrist reported a patient with blurry vision, itchy and watery eye in both eyes (ou) for 5 days, approximately 3 weeks post lasik. The pt was noted to have diffuse epithelial ingrowth ou in both corneas, causing blurry vision. The pt will have a flap rinse ou at a later appointment. Add'l info received states that the flap rinse was successful in both eyes. There are two medical reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).